Manufacturer narrative:
Review of instrument result images: batch (B)(4) group anti-d4: 1+, anti-d5: 1+. Visual review: wells had the appearance of a ring in the center batch (B)(4) confirm. Anti-d4: negative; visually appeared negative. Tech support informed the customer that a shake gap optimization is required for troubleshooting. Immucor technical support accessed customer instrument via (B)(6) to perform shake gap optimization. The customer was advised to monitor and callback with update. The customer reported that the echo is now working properly.

Event description:
A customer reported an rh discrepancy for a patient sample tested on the galileo echo. The echo generated result of ab positive on the group screen run. This is a new patient to this facility; therefore the confirm assay was also tested on the echo. The customer states that echo generated ab negative on the confirm testing. The sample was tested by manual tube method and negative results were received for anti-d. The customer also states that weak d results were also negative by tube method.